Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed no evidence of a cs 162 no low warning. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration passed within specifications. The pump was exercised for 24 hours with no loss of primes occurring. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the bolus button cover was observed to be torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was emitting multiple ¿no delivery¿ alarms. It was noted that the pump rewind step was performed but alarm continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.